Event description:
On (B)(6) 2011, a certified diabetes educator (cde) contacted animas on behalf of the patient. The patient reportedly dropped off the insulin pump at her doctor's office alleging that the insulin pump was not working. The patient was not with the reporter at the time of call. The cde stated that the patient had been admitted to the hospital 3 times in 2011 for diabetes ketoacidosis (dka); however, she did not have details about the hospitalizations. The cde contacted animas to have the insulin pump reviewed. The customer support representative (csr) reviewed the pump's history and settings and were all deemed to be correct. All bolus insulin was delivered as programmed; however, there were some records of "0 units" bolus in the memory. The cde felt that the patient's blood glucose levels were still elevated after bolus and insulin injections according to the patient's blood glucose meter memory. The patient's bg readings were "hi" (bg result over 600 mg/dl) on (B)(6) 2011 and 421 mg/dl on (B)(6) 2011. Additional readings of 303, 479, and 601 mg/dl that were also obtained during (B)(6) 2011 were reported. According to the insulin pump's history, the patient was changing the insulin cartridge and infusion site setup every 4-8 days. The cde agreed that the patient was not changing the insulin cartridge/insulin site appropriately. According to the csr, there was no indication of an insulin pump malfunction. On (B)(6) 2011, animas attempted to conduct a follow-up call with the patient but there was no answer. On (B)(6) 2011, animas spoke with the patient and confirmed that she was hospitalized "2-3 weeks ago" for dka with a bg of "hi." The patient was admitted for 3-4 days. She claimed she did not see any issues with the infusion site. The patient stated there were "0 units" bolus in the insulin pump's history because the patient was using injections at the time since her bg's were not going down with the insulin pump. She confirmed she was using the same insulin with both the insulin pump and injections. There was no indication that the insulin pump malfunctioned. There was also indication that the patient was not rotating the infusion sites/cartridge as often as recommended there was a possibility that the patient was using ineffective insulin since her bg's were not responding with the same insulin in the insulin pump and injections. However, this complaint is still being reported since the patient suffered injuries that the criteria of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.